Manufacturer narrative:
(B)(4). Concomitant medical device: cell-dyn sapphire analyzer, list # 8h00-01, (B)(4). The cause of the cell-dyn sapphire vent head assembly aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn vent head assembly provided to the customer with the recall letter.

Event description:
The customer installed a new vent head assembly on the cell-dyn sapphire analyzer and noticed a bent probe the next day and replaced it. A different technician noticed another bent probe and replaced the probe again and then performed the analyzer's auto clean procedure. During the auto cleaning, the tech heard a noise generated from the analyzer. The tech replaced the probe and vent head assembly again and noticed the probe was not aligned when quality controls were run. No further errors or bent probes were observed since the installation of a new probe and vent head assembly, and the issue was resolved. The customer was sent a replacement probes and vent head assembly. There was no impact to patient management.